Event description:
Customer reported an intermittent problem. Technique goes to max, no image, precharge voltage error, and a communications error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the lemo connector. The system operates as intended.